Event description:
This is filed to report the ruptured chord. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted, reducing the final mr to a grade of 2-3. A ruptured chord was noted post procedure. The implanted clip remained stable on the leaflets and no treatment was warranted. The physician believes the patient¿s tissues were friable due to multiple skin and connective tissue conditions. There was no clinically significant delay in the procedure, no reported device malfunctions, and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the reported tissue injury is due to patient anatomy. The reported tissue injury is listed in the mitraclip system instruction for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported serious injury was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.